Manufacturer narrative:
The instrument produced category "50" software alarms. These alarms require a system restart. If the restart is not performed, sample mismatches may occur. Product labeling provides instructions on resolving "software error 50": 1. Restart the system (switch the instrument off/on). 2. Save the configuration [utilities > tools > data exchange > store config.]. 3. Reinstall the software. 4. Call the service support. The investigation determined the event was due to the customer continuing to operate the system and not performing a system restart following the software alarms. The investigation did not identify a product problem.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter alleged instances of patient sample mismatch on a cobas u 411 urine analyzer, software version 3.3.3. The customer alleged that the number assigned during scanning differs from the number in the work list. For example, the user entered the numbers 27, 57, and 63. When reviewing the work list, different sample numbers of 10, 19, and 27 were assigned.